Event description:
The port was placed 7/18/96. It was reported that there was no blood return from the port. A "port-a-cathogram" was done and showed that the catheter had separated from the port. The catheter was removed from the pt with out injury.